Event description:
Boston scientific cardiac rhythm management (crm) received information that the patient with this implantable cardiac defibrillator (ICD) collapsed at home and was brought to the hospital. The hospital tried to resuscitate the patient for over an hour with no success. A device malfunction was suspected. Upon interrogation of the device, it was noted that the clock of the device was programmed to 10:30 am; however, the actual time was 11:30 am (the clock was running one hour behind). Sixty-five episodes were noted within a one hour timeframe. Therapy had been delivered in ten of those episodes. Device electrograms (egms) were reviewed and a very small signal was noted; some signals were so small that the device could not identify them. The patient's physician discussed that this sensing decrease could have been due to a change that had been made in the patient's medication in the previous month.

Manufacturer narrative:
Available information indicates that this device remains with the patient and will not be returned to boston scientific crm for analysis. A disk analysis was performed and reviewed by a boston scientific crm technical services consultant. The disk revealed that there were multiple tachycardia episodes stored and therapy had been appropriately delivered. Some episodes had therapy inhibited on the date of death due to magnet applications. Overall, disk analysis confirmed that the device had operated as programmed and designed. Should additional information become available, an amended report will be submitted.